Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with her sensor. She receives a lot of lost sensor alarms. There is bruising and irritation at the sensor insertion site. The threshold suspend goes off when she if not low. She stated the threshold suspend went off when her sensor reading was 60 mg/dl, but when she checked her blood glucose it was 97 mg/dl. The insertion site does not show signs of infection. There is black and blue bruising and it appears red like hives. It is very sore and painful. Customer was advised of proper sensor insertion and calibration methods. She was advised of different overtapes to try with the sensor. Customer was advised to monitor the issue and call back when needed. Customer's blood glucose was 90 mg/dl. Nothing further reported.